Event description:
The customer reported that the ventilator powers up but the blower is inoperable. The customer reported that the ventilator powers up but the blower is inoperable.

Event description:
The customer reported that the ventilator powers up but the blower was inoperable. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
Date of report: 30oct2018. Date of manufacturer: 27oct2018. The blower assembly was returned to philips for failure analysis. Visual inspection of the assembly revealed no signs of damage or contamination. High friction was observed on rotation of the fan due to sticking points. The blower assembly was installed to a failure investigation (fi) test ventilator. The test ventilator booted up but with no breath delivery. The ventilator generated an error relevant to the blower assembly. The reported condition was verified. The rotational axis of the motor required much greater force for rotation than known good units. The root cause of the failing blower is seizing of the rotational axis. The cause of the seizure of this axis was not determined.